Manufacturer narrative:
The analysis was performed on a cobas ampliprep instrument (serial number: (B)(6)). The investigation determined that the kit s201 t-scrn mpx v2.0 96t ce-ivd assay performed within specifications. The hbv cycle threshold (CT) value of 38.1 observed in the individual donor sample aligns with values seen at or near the limit of detection (lod) during quality control release testing. Such late CT values can occur when the viral load is below the assay's lod, leading to results that may waver between reactive and non-reactive. This behavior is consistent with the assay's expected performance. The issue was attributed to the sample being at or below the lod of the assay. No product malfunction or adverse event was identified. The device remains in operation at the customer site.

Event description:
The initial reporter alleged that discrepant results were generated using the kit s201 t-scrn mpx v2.0 96t ce-ivd on the cobas ampliprep instrument. On (B)(6) 2020, a pool of six samples (pp6) was tested using reagent kit f21520, and a non-reactive result was generated. On (B)(6) 2020, the individual donor samples from the pool were tested, and one donor sample generated a hepatitis b virus (hbv) reactive result with a cycle threshold (CT) value of 38.1. Serology testing for the same donor was also reactive for hbv.